Manufacturer narrative:
Physio-control further evaluated the removed OEM pcb assembly and determined that the cause of the reported issue was due to capacitor, designator c41. C41 was electrically shorted.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the OEM pcb assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.